Event description:
The device reportedly would not operate on battery power during the reported event after the battery had allegedly tested ok during the shift test that same morning. A back up device was obtained and treatment was continued. The patient's outcome and details were not released to mpc.